Manufacturer narrative:
Aware date initially reported as 28/jul/2021. However, the correct aware date is 12/aug/2021, when reportable information was initially received.

Event description:
Healthcare professional reported right side "pain", "inflammation with rigidity", "capsular contracture baker grade IV", and "prosthetic folds." The device has been explanted.

Manufacturer narrative:
Health effect - impact code: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain", "inflammation with rigidity", "capsular contracture baker grade IV", and "prosthetic folds".

Event description:
Healthcare professional reported right side "pain", "inflammation with rigidity", "capsular contracture baker grade IV", and "prosthetic folds." The device has been explanted.